Manufacturer narrative:
Continuation of d10: product ID evolutfx-29 (serial: unknown); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of this transcatheter bioprosthetic valve, at 80% deployment, the valve dislodged out of place. The valve was recaptured; however, the dislodgment repeated any time the valve was deployed to 80%. Ultimately, it was noted that the valve was difficult to place in the optimal position. Subsequently, the valve was recaptured and withdrawn from the patient. A non-medtronic valve was implanted in the patient. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report was identified as a duplicate. Please reference regulatory report number 2025587-2024-02745 for information pertaining to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a pre-implant balloon aortic valvuloplasty (bav) was performed using a 24 millimeter (mm) n on-medtronic balloon extending to 20 mm. The deployment starting point was at the bottom of the pigtail catheter, and the valve dislodged in the aortic and ventricular directions. Prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) was 3 mm, and the implant depth on the left coronary cusp (lcc) was 2 mm. Following valve dislodgement, the implant depth was 4 mm on the ncc and 3 mm on the lcc. Subsequently, the valve was "detained" 3 times, and upon each attempt, the valve dislodged. On the first attempt to "detain" the valve, the implant depth was 4 mm on the ncc and 5 mm on the lcc. Subsequently, the valve dislodged upwards. Upon the second attempt, the implant depth was 6 mm on the ncc and 10 mm on the lcc. Subsequently, the valve dislodged to the left ventricle. Upon the third attempt, the implant depth was 5 mm on the ncc and 8 mm on the lcc, but the valve dislodged again into the left ventricle. It was further reported that a medtronic guidewire was used during the procedure. Additionally, the patient was receiving dialysis which was thought to had been a contributing factor to this event.

Manufacturer narrative:
Updated data: b5. D4. H4. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.